Manufacturer narrative:
The device was returned for analysis. Visual examination of the instruments did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage used to verify proper retention; both lmc and mmc condition properly retained. Rod inserter also inspected for max gap dimension, and found to be within print specification. Unable to replicate customer concern. After visual dimensional and functional evaluation, the instrument functions as intended.

Event description:
It was reported that the patient underwent a procedure via plif at l3/5. The rods were accidentally released from the rod inserter within the patient when the surgeon tried to pull the rods out to redo the insertion. A kocher was used to retrieve the rods. Same incident happened three times at right side and one time at left side. After placing the rods and applying reduction successfully, the procedure was completed without any other incident. No patient injury was reported.

Manufacturer narrative:
(B)(4). Two inserters were used in the procedure. They are lot sa10c016 and lot sa10d180. The manufacture date for lot sa10c016 is 03/19/2010; the manufacture date for lot sa10d180 is 07/01/2010. Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.